Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that there were two target regurgitant jets. There was difficulty grasping both mitral valve leaflets due to the patient's short posterior leaflet. Rapid pacing was administered which allowed both leaflets to be grasped with the mitraclip. Leaflet insertion looked good and mitral regurgitation (mr) grade was reduced from 4 to 3. The mitraclip was deployed. After the clip was deployed, the posterior leaflet was noted to no longer be inside the deployed mitraclip. It was too late to retrieve the clip at this point as it was only anchored to the gripper line. Mitral regurgitation grade returned to 4. A second clip was not attempted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the difficulty grasping and incomplete coaptation appear to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar device issues reported from this lot. The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.